Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set cannula was bent that leads to occlusion event on (B)(6) 2026. The blockage is likely at the site and insertion site was back of arm.